Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the ventilator switches to apnea backup after an hour on ncap mode. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Updated sections: g6, h2, h3, h6, h11. The ventilator settings were reviewed, and no leaks were identified. The device and logs were not provided for evaluation; therefore, a root cause could be established.